Manufacturer narrative:
Results: the cat rx was kinked approximately 29.0 and 49.0 cm from its hub. The cat rx side lumen was torn starting approximately 2.0 cm from its distal tip, tearing in the proximal direction. The cat rx was damaged and, therefore, non-functional conclusions: evaluation of the returned cat rx revealed that the side lumen was torn starting near the distal tip. If the proximal end of the guidewire is manipulated at extreme angles when entering the side lumen, damage such as this may occur. If the cat rx is not supported such that the catheter shaft bends at the tip of the guidewire, it may contribute to the puncture of the side lumen. Further evaluation revealed kinks along the cat rx proximal shaft. These damages were likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat rx aspiration catheter (catrx). During the procedure, upon attempting to insert a catrx over a guidewire through a 6f guide catheter, the guidewire pierced the wire port well before the actual monorail exit the port where the guidewire "should" exit. Since the guidewire pierced the wire port closer to the tip of the catrx, the physician was unable to advance the catrx into the guide catheter; therefore, the catrx was not used in the procedure. There was no report of an adverse effect to the patient.